Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage hazard alarm due to the mobile power unit becoming unplugged from the wall was not confirmed. The heartmate mobile power unit (serial number (B)(4)) was not returned; however, a log file was submitted. The submitted log file contained data spanning approximately 7 days ((B)(6) 2022 per the timestamp). There were no atypical alarms active in the log file that would indicate an issue with the controller or the mobile power unit. The timespan of the log file does not include the date of the mpu outlet becoming disconnected from wall power (B)(6) 2022. The submitted log file contained data spanning approximately 11 days ((B)(6) 2022 per the timestamp). There were no atypical alarms active in the log file. The timespan of the log file does not include the date of the mpu outlet becoming disconnected from wall power (B)(6) 2022. Provided information stated that the serial number of the mobile power unit (mpu) is (B)(4), the mpu has a v-lock connector on the ac power cord, the ac power cord came loose at the wall outlet and did not come loose at the back of the unit, there were no environmental circumstances that would have affected ac power at the time of the event, the mpu was not exchanged and will not be returning. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4)) was manufactured in accordance with manufacturing and quality assurance specifications. (B)(4) was shipped from abbott on (B)(6) 2021. Heartmate iii patient handbook, rev. C, under ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), rev. C, under ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook, rev. C, and heartmate iii instructions for use (IFU), rev. C, under ¿powering the system¿, ¿using the mobile power unit¿, explain how to use the mpu, including how to connect the ac power cord to the mpu. Also informs the user to transfer from the mpu to another power source in the event of a power failure. Do not rely on the controller¿s backup battery as a power source as it will only power the pump for a limited amount of time and the pump will stop. ¿switching power sources¿ explains how to switch from the mpu to batteries. Heartmate iii patient handbook, rev. C, and heartmate iii instructions for use (IFU), rev. C, caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that there was a low voltage hazard alarm on (B)(6) 2022 noted on the controller history screen. Additionally the account reported that there was some type of power disconnect alarm in the history and that the patient stated that her mpu may have became unplugged but she wasn¿t certain what may have caused the alarm.